Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Results outside of the acceptable range were observed during testing of the returned monitor. A statistical analysis of an impedance curve generated during in-house testing found that a discrepant result was caused by a weak-slope change. This issue is related to software and was addressed in (B)(4). The observed in-house discrepant results were associated with two donors that produced high variability across several lots and monitors. The returned monitor met functional and thermistor testing requirements during the investigation. A review of the entire lot testing history was performed. In-house testing on strip lot 346762 meets expectations. Manufacturing batch record review revealed no relevant non-conformances. The lot meets release specifications. Monitor memory review of the returned monitor did not find the customer's inratio result of 6.6. It was found that the customer might have misinterpreted a >7.5 inr message as a 7.5 inr result. The inratio will display a >7.5 inr message when an inr result is outside of its measurable range. Curve analysis of the customer's >7.5 inr found that the curve exhibited a normal slope change.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: (B)(6) 2014 inratio=7.5. (B)(6) 2014 inratio=6.6. (B)(6) 2014 lab inr=2.1. The patient self tester's therapeutic range is: 2.0-3.0.